Manufacturer narrative:
The lens was not returned for evaluation. The investigation is ongoing. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that during an intraocular lens (iol) implant into the left eye (os), the surgeon noticed that the trailing haptic kinked during insertion. Lens was removed and replaced with another lens of the same model and diopter. Incision was enlarged minimally (2.5 mm to 2.8mmm), and two sutures were required to close the wound. In the surgeon's opinion, the most likely cause of the event was user related. The patient's outcome is good.

Manufacturer narrative:
The product was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.